Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "not delivering correct amount" was not reproduced. Evaluation sent the device for flow accuracy testing and passed. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not deliver the correct amount during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.